Manufacturer narrative:
This device is affected by a field safety corrective action and was recalled due to a potential manufacturing defect of the battery.

Event description:
The device was explanted and replaced following the field safety notice that was reported on MDR-1028232-2020-05485. It was replaced by a new device. There were no complication or side effects reported.